Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was returned for investigation. Visual inspection of the returned implant identified minor signs of use surrounding the external threads of the implant. Visual and dimensional comparison of the implant with the drawing verified that the implant was consistent with design. The implant system was located at dental position #30 and was implanted for approximately 1 week. The patient was also reported to have low density bone. The customer did not provide an x-ray or picture for the reported complaint. A device history record review was performed and no related deviations or non-conformances were noted. Also, a complaint history search was performed using our complaint handling system and there were one related complaints for this product lot. Complainant reported that the implant was removed due to nerve injury. The reported complaint could not be verified. A definitive root cause for this complaint could not be determined. The following sections have been updated: b4: date of this report. D10: device available for evaluation change ¿no' to 'yes'. G4: date received by manufacturer. H3: device evaluated by manufacturer: change ¿no' to 'yes'. H6: evaluation codes. H10: additional narrative.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported by the clinician that patient experienced nerve injury. Immediate implant place in 46 socket, day 5 post-op reports altered sensation. Implant removed. Per indicated no delay. Tooth location 30.